Manufacturer narrative:
This issue does not meet reportability criteria, however, it was submitted to medwatch as the complaint was received via user report. In the event the product is not returned by the customer, this issue does not require no product return extended investigation as it was deemed non-reportable. Meg activities are complete and this case can be closed at this time. The customer reported a second sensor: (B)(4). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported lower readings when scanning their adc freestyle libre sensor. The customer reported "the libre reader was reading normal blood sugar level, but my glucose was actually 56. The sensors have been repeatedly failing after 5 days." Additionally, the customer reported skin reactions and experienced irritation, swelling, and redness at the sensor site. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.